Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the color bar displayed was temporary and was caused by corrosion of the video connector. However, the phenomenon was not reproduced during device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found that there was corrosion of the electrical contact at connector part, a cracked connector at connector part, defective cable image (noise/abnormal color that was brighter than usual) at cable section, cable section that had a scratch, cable that was twisted at the cable section, heavy free lock lever actuation, heavy scope mount operation of head part, scratch on the main body of head part (lens), and deterioration of imaging (discoloration of flexible cable). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head screen changed colors when the connector was touched, and the white balance could not be maintained. The issue was found during preparation before use inspection for an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.